Event description:
The customer reported that a barcode label was misread while running an hcv assay using sample handler, serial number 2339. The label read "021q69099" instead of "02q62199", no error message was given. No death or serious injury was associated with this event.